Event description:
Boston scientific received information that there was a sudden change in shock impedance measurements from 60 ohms to greater than 125 ohms. The decision was made to perform an induction test. Defibrillation was at 21 joules, and the high voltage shock was 49 ohms. There were no adverse patient effects reported, and no revision of the system planned.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.